Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gauge and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.